Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) went to the site to evaluate the iabp and the biomed reported to the fse that the a/c switch was shut off. On (B)(6) 2018 the fse found that the customer had deep cycled the batteries and they would not recover. The battery failed battery run time test. The fse replaced batteries and performed full functional verification. The iabp passed all functional and safety tests per factory specifications and was returned to the customer for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) battery was not holding the change. No additional information available in reference to circumstance of occurrence. However, no patient involvement. No adverse event reported.